Event description:
It was reported that during troubleshooting for the unrelated alarm the registered nurse (rn) had changed the two supply bags that were empty and the heater bag during therapy while the home patient (hp) was connected. The technical service representative (tsr) explained that the rn had to end the therapy because baxter does not recommend changing the bags once the hp had been connected to the homechoice (hc). The rn ended the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a use error - reuse of a single-use product where the registered nurse (rn) changed the two supply bags and the heater bag during therapy while the home patient (hp) was connected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.